Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal evolution device was returned for product evaluation. The hemostasis sheath was returned mated with arteriotomy locator. The carrier tube assembly was returned as well. No other accessory components were returned. Visual inspection revealed that a bulge was noted at the blood inlet holes of the mated sheath and locator. The hemosheath was found to be properly mated with the locator and no anomalies were noted with the transition of the sheath and locator assembly. The locator was removed from the sheath and observed for any buckling; no buckling was found. The carrier tube was then examined, and the deployment sleeve was in full forward lock position with color bands concealed. There was a kink identified at the proximal end of the manufacturing slit. No other visual anomalies were noted. Dimensional testing was performed. The outer diameter of the locator was measured to be 0.090'' which was within the specification of 0.090'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.116'' which was within the specification of 0.114" +/-0.005". All measurements were within the manufacturer's specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that at the point of insertion heavily scar tissue may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal sheath kinked upon insertion. The procedure that was performed prior to the use of the angio-seal device was a left heart catheterization (lhc). The procedure was successfully completed with manual compression. A groin shot was completed, and the patient was heavily scarred. There was no patient harm. There was no patient injury/medical or surgical intervention required. The patient was in stable condition. Additional information was received on 08jun2020. A 6fr procedural sheath was used. The groin shot confirmed the patient was heavily scarred, however they proceeded with insertion into the patient, resulting in the sheath kink. A pre-deployment angiogram was performed.